Event description:
The lay user/pt contacted lifescan in march 2006 and alleged that his one touch ultra meter was reading inaccurately high. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was also sent to the address provided. The pt had received a result in the "200's", but not sure of the exact result. He took insulin (type/dosage unk) following the use of the meter and felt sweaty at the time of concern. Emergency services were contacted and the pt was treated with glucose. There is no further info provided regarding the event and treatment. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The tes strips were in good condition and within the expiration date. However, the pt did not have control solution and therefore, a quality control check could not be performed. Althought iw would be helpful to know the pt's blood glucose level on the ems meter, his diabetes regimen, the exact result he had obtained on the subject meter, how much insulin he took, and if it was based on the meter result, this complaint is reported because the meter result was reported as in the "200's", pt took insulin, felt sweaty and was treated for hypoglycemia by the ems. A replacement meter, control solution, and test strips were sent to the lay user/pat.